Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The photos were reviewed and the indicated failure mode for broken/leaking was observed. A total of 30 retained samples were visually inspected for cracks or damages, with no failures observed. Additionally, 10 retained samples were visually inspected for brittleness, with no failures observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during centrifugation of bd vacutainer® serum, two tubes cracked resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during centrifugation of bd vacutainer® serum, two tubes cracked resulting in sample leakage. No adverse impact was reported regarding the patient or user.